Event description:
It was reported that the unspecified bd¿ syringe experienced leakage. The following information was provided by the initial reporter: xxx called stating that he the syringe he is using for hormone shoots is not working the liquid leaks from the top of the syringe. Xxx stated that the hormone is $500.00 per vial and he does not want to waste it. Please call or email as quickly as possible he would like to resolve the problem.

Manufacturer narrative:
H6: investigation summary: bd was unable to perform a thorough investigation as no sample, material number and lot/batch number were provided. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that the unspecified bd¿ syringe experienced leakage. The following information was provided by the initial reporter: xxx called stating that he the syringe he is using for hormone shoots is not working the liquid leaks from the top of the syringe. Xxx stated that the hormone is (B)(6). Per vial and he does not want to waste it. Please call or email as quickly as possible he would like to resolve the problem.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4: device expiration date: unknown. H3: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4: device manufacture date: unknown.